Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer stated that they had blood glucose reading of 250 mg/dl. The customer stated that they were given insulin drip to treat the blood glucose. The customer declined to troubleshoot for high blood glucose. The customer stated that they needed assistance with programming basal. The insulin pump will not be returned for analysis.